Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report as reported, during a filter retrieval procedure involving a patient of unknown age and gender, the handle of a gunther tulip vena cava filter retrieval set separated from the snare. The complaint device was used to complete the procedure with the assistance of a cook olcott torque device. All portions were removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use (IFU), quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the black retrieval catheter and the retrieval loop system were provided. The pin vise was not returned, but during investigation another pin vise was attached and after tightening even with a reasonable amount of pulling, it could not be pulled off. Therefore, it is suggested that the separation was due to the pin vise not being sufficiently tightened as reported. Additionally, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It was determined that because no non-conformances were detected, there is objective evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Per the inspection of the returned device, the pin vise was not included, but during investigation another pin vise was attached and after tightening even with a reasonable amount of pulling, it could not be pulled off. Therefore, the exact reason for the pin vise to separate from the loop wire cannot be determined, unless it was somehow loosened during the procedure. However, this is only speculation, since the pin vise was not returned. According to the instructions for use excessive force should not be used to retrieve the filter. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a filter retrieval procedure involving a patient of unknown age and gender, the handle of a gunther tulip vena cava filter retrieval set separated from the snare. The complaint device was used to complete the procedure with the assistance of a cook olcott torque device. All portions were removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.